Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 10/3/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak anchor slides through proximal aspect of the guide. However, when the sheath reaches the metal part of the guide, it does not advance without significant force. Surgeon is able to hear a screeching noise as it goes down to the bone. Anchor was removed and another ar-3636 1.8 knotless fibertak was opened. The same thing happened and the anchor was once more removed. This was discovered during a labral repair on (B)(6) 2022. Additional information requested.